Event description:
During cardioversion process patient sustained 2 small burns on anterior chest. A loud popping sound was heard when cardioversion was administered. There are two small burn marks on the chest defibrillator pad.